Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple shocks due to lead noise. Increased impedance and capture were also noted. The lead was extracted and replaced successfully with competitor. The patient was stable before, during, and after the procedure.